Event description:
It was reported that during an unknown procedure, the tissue pad fell out when the nurse cleaned the blade. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.